Event description:
Reportedly, during testing the 'down arrow button' and 'alarm silence button' on the right panel did not work. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).